Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. There was no patient involvement as this occurred during prime. Product was changed out. Surgery was successful.

Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed. The unit was performance tested, and the behavior of the unit was indicative of a leak. A review of the device history record revealed no production related anomalies. The most probable cause of the leak is that this particular unit was on the lower side or the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. This unit was sufficiently cured and sealed to pass through our 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.